Manufacturer narrative:
In 2006, we initiated a voluntary recall with FDA for six (6) styles of waterfilled teether product. On august, 14, 06 FDA sent a letter to advise us that they consider the recall terminated. Because of the ambiguity of the FDA's rules, the MFR was unaware that a medwatch report might be required for an incident already reported to FDA by the pt for a device that has already been the subject of an FDA-monitored recall. Because the device has already been recalled, the MFR submits that no adverse consequences flow from the timing of this report.

Event description:
Pt has been diagnosed with pseudomonas aeruginosa due to possible ingestion of fluid from a recalled first yrs animal teether. Before diagnosis, complainant stated that his son was using an animal teether mfd by first yrs. Complainant stated that his son bit into the teether about four months ago and he noticed the liquid missing. He contacted poison control, who informed him that the liquid inside the teether was non-toxic. Since that time, his son has reportedly been in and out of the hospital due to continuous coughing. During the last visit to the hosp, his son was reportedly diagnosed with the above bacteria. Upon reading the local newspaper over the weekend, the complainant realized the first yrs teether he had purchased for his son was involved in a recall. His son reportedly will be starting the antibiotic cipro.